Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that the insulin pump's batteries had to be replaced every day. Customer also reported receiving numerous battery out limits. Blood glucose level was 346 mg/dl at the time of the call. Customer was using manual injections to treat. No further information was provided.